Manufacturer narrative:
The autopulse platform in complaint was evaluated at zoll (B)(4) on (B)(6) 2015. Investigation is as follows: visual inspection was performed and found the brake gap out of specification. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A review of the archive was performed and user advisory (ua) 139 (unable to hold compression position) was observed on the reported date of 08/14/2015 which confirms the reported complaint. Other user advisories were observed that were unrelated to the reported event. During functional testing ua 139 was not duplicated. No other uas were observed. Based on the investigation the brake gap was adjusted to meet specification. In summary the customer's reported complaint was confirmed during archive review. However it was not duplicated during functional testing. The device passed all required testing to ensure the autopulse platform was fully functional.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed a "system error" message. Customer then restarted the platform but the device did not power on. No patient involvement was reported. No further information was provided.